Manufacturer narrative:
(B)(4).

Event description:
Dexcom patient care specialist was informed on (B)(6) 2015 of a patient that experienced a seizure on (B)(6) 2015. It was reported that the patient had been over-treating her high and low alerts. Patient reported that her dexcom receiver kept beeping. Patient reported that the seizure was a result of taking too much insulin. Patient was able to call her daughter to come over and assist her. There was no alleged device malfunction. No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hyperglycemia and hypoglycemia, resulting in seizure.